Manufacturer narrative:
Correction on date rec'd by MFR. The report of the thermogard console (sn (B)(4) produced a loud noise and shut down was confirmed during functional testing. Possible root cause is a defective power supply. Upon visual inspection no physical damage was observed. During functional testing, the console did not power up and a slight noise was heard inside the console when the power button was being depressed. Possible root cause is due to a defective power supply. Upon customer approval, the power supply will be replaced, and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
After priming the thermogard console(sn (B)(4)), upon connecting the temperature probe to the console, a loud noise was heard and the system powered off on its own. Adjunct therapy was administered. No known impact or patient consequence was reported.